Manufacturer narrative:
The customer collects accu tni samples in plastic bd lithium heparin plasma tubes with a gel separator, and centrifuges specimens for 3 minutes. The sample was analyzed from an aliquot in an insert cup. Qc was within the customer's established ranges prior to and after the event. A system check met specifications. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which failed due to one high outlier. The fse replaced the wash tower vacuum valve and rebuilt the wash pump and wash valve. The fse repeated the diagnostic testing and performed precision test. Although hardware issues were addressed, a definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accu tni) result on one patient sample. Subsequent testing produced an accu tni result in the normal reference range. The erroneous result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.